Manufacturer narrative:
It was reported that distal side of stent did not deploy, and it was observed that a placed stent migrated to stomach after a day or two. It was also reported that the relevant stent was removed from the patient. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Since there was no problem at device history record, it is difficult to judge that stent did not expand and stent was migrated to stomach caused by device malfunction. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.

Event description:
Distal flange did not deploy at time of procedure. Proximal flange deployed correctly. A day or two after procedure the stent had migrated into the stomach and was removed. After stent was removed the distal flange appeared to be open.

Manufacturer narrative:
As a result of analysis of returned device, delivery system was not returned and only stent was returned. It was confirmed that proximal and distal part of stent were fully expanded. No abnormal appearance of the stent was observed. Spaxus stent is intended for the drainage of a pancreatic pseudocyst or a gallbladder through a transgastric of transduodenal approach. It can be difficult to expand due to pressure generated by patient's lesion. However, it is impossible to identify the exact root cause since there was insufficient procedure information at that time. Our product, the niti-s stent was made of shape memory alloy. So, some time is needed to expand completely, and this is stated on our user manual. It was confirmed from the device history record that device had been manufactured with no significant issue and the returned device was fully expanded. So it is considered that distal part of stent was difficult to expand completely due to pressure caused by patient's lesion status (etc. Tumor or stricture), so it caused migration. The suspected device is not registered in the us and there will be continued to monitor the same or similar customer complaints.

Event description:
Distal flange did not deploy at time of procedure. Proximal flange deployed correctly. A day or two after procedure the stent had migrated into the stomach and was removed. After stent was removed the distal flange appeared to be open.